Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported there was drainage present at the ipg site a few days post implant. The patient was prescribed antibiotics and the drainage did not resolve. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was explanted.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where a new ipg was implanted. Therapy was resumed postoperatively. The wound issue has resolved.